Event description:
The patient did not respond to the default pacing energy delivered and the users did not increase the energy delivered. The patient went into cardiac arrest and had a serious injury as a result of this incident. She ultimately died after being removed from life support. The customer also reported that the nurse did not know how to change from demand mode pacing to fixed mode pacing. When another nurse assisted her, the unit switched to fixed pacing. The unit performed as expected.

Manufacturer narrative:
The hospital biomedical engineer evaluated the defibrillator after the incident and found it to be fully functional. Philips did not examine the device, but did review logs from the device's data card, which confirmed the sequence of events reported to philips and which did not indicate any malfunction of the device. Philips could not determine whether the user's failure to promptly change pacing settings contributed to the patient's outcome.